Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor was displaying service code 201 (response button stuck). The rear response buttons metallic dome was intermittently sticking. The cause of the service code is the sticking metallic dome. The root cause of the sticking dome could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.